Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced weak battery, unexpected restart, signal too low alarm, failed battery test and low battery alert. The customer's blood glucose value was unknown. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the battery lasted about 2 to 3 days and the pump had no power and then resets. The product was returned for analysis.